Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with the block feature on. The block feature functioned properly and no anomaly was noted during testing. No rewind anomaly was noted. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that customer had a rewind anomaly and no alarm occured on insulin pump. The customer's blood glucose level was unknown mg/dl. No further information was reported.